Event description:
It was reported an issue with monosyn suture. The client (veterinarian) reported a needle detachment before use.

Manufacturer narrative:
Summary of investigation: there are two previous complaints of this code batch regarding other issue (thread tinner), closed as not confirmed after analysis. We manufactured and distributed in the market (B)(4) units of this code-batch. There are no units in stock in b. Braun surgical's warehouse. We have received 4 open and unused samples with the needle detached from the thread (thread is still wound on the pack but the needle of three samples is missing). Although without any closed sample we cannot carry out an analysis in order to take a decision, taking into account the defective samples received, we will consider this complaint as confirmed. Batch manufacturing record: reviewed the batch manufacturing record, this product had a normal process and the results during the process fulfil usp/ep and b.braun surgical requirements. Conclusion root cause analysis: the most probable root cause is that the attachment of the needle was not correctly done as the open and unused samples received show that the needle is escaped from the thread. Final conclusion: taking into account the open and unused samples received with the needle detached from the thread and the thread is still wound on the pack, we conclude that this complaint is confirmed. Corrective measures: actions on product distributed of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, we opened a CAPA in the system to correct/prevent this defect to happen.